Manufacturer narrative:
The customer¿s experience with a pump module infusing propofol, when a clinician observed a 2 inch air bolus in the IV line below the pump and the pump did not alarm, was not confirmed in the logs or replicated during testing. The pump module event log identified an infusion programmed on (B)(6) 2018 at 11:41 pm, at a rate of 6.3ml/hr vtbi 20ml. The log shows the pump is channeled off on (B)(6) at 1:27 am. During the infusion there were no ail alarms. Further reviewing the event log shows that there were 8 ail alarms recorded after the reported event date. This would indicate that the air sensing circuitry was functioning and did detect air. Testing using the asm v10.33, air in line sensor test and air in line sensor (wet/dry) test were performed on the returned pump module. Both tests resulted in a pass. The returned device was tested for single air bolus and accumulated air per the air in line threshold test protocol (doc # (B)(4)) and following the alaris system baseline srd/srs (doc (B)(4)) for lipid infusions. The device was tested for a single air bolus with the device air in line settings of 50l, 75l and 250l. The device was found to be in specifications. Accumulated air testing was performed on the pump module and was also found to be in specification. The air in line ultrasonic signal was measured. The single measured was in specification. The administration set was not returned for the investigation, therefore testing could not be performed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
The customer reported propofol was infusing at 6.1 ml/hr when the clinician noticed two inches of air in the tubing below the pump and the pump did not alarm for air. There was no report of patient harm. The device was evaluated by clinical engineering and the failure to alarm for air-in-line was replicated by using 20% IV fat emulsion.